Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer¿s insulin pump had a blank display and post-reset ram crc alarm. Customer blood glucose reading was unknown. Customer¿s mother stated that the screen was blank. Customer was not able to rewind or clear the alarm. The insulin pump will be returning for analysis.